Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 10/31/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: lo mg/dl (B)(6) 2015 12:51:00 pm fasting:yes. Customers concern: "lo" on (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue. Additional product codes added.

Event description:
Customer complains of "lo"results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 10/31/2016. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: lo (B)(6) 2015 12:51:00 pm fasting:yes. Customers concern":lo" on (B)(6) 2015. No adverse event reported. Customer called requesting assistance with new meter as she kept receiving e-3 error message. She retested obtaining a result of "lo". When retrieving meter memory customer only had one result in meter memory; customer had trouble running back to back blood tests and kept receiving e-2. Unable to obtain back to back results. Customer is a new prediabetic is unsure of what her expected results should be.